Event description:
It was reported that during preparation for ecc (extra corporeal circuit) the customer could not use an electronic gas blender and a sensor bridge. The customer started priming with pump power up, because they knew the control system alarm generates five minutes after initiating priming. When the customer powered up the control unit, an electronic gas blender and a sensor bridge could not be used because these devices were "off-line". A medical engineer at the hospital removed the stand-alone-cable, and the electronic gas blender was connected directly to the hl30, so the device could be used in an analog mode. Due to the reported incident, start time of surgery was delayed approximately three hours. Surgery was completed without incident. No patient effect was reported. (B)(4).

Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted if additional information becomes available. Serial no. Of (B)(4) gas blender: (B)(4).